Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 20 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion. However, after balloon deflation, the balloon was "tear off" during withdrawal. The device was removed in one piece and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.